Event description:
Pt was in a motor vehicle accident. Victim (pt) had multiple injuries. During the surgical procedure to repair a fractured femur, the pt had a decrease in saturation which resulted in anoxic brain injury. Question if caused by fat emboli and/or possible incorrect use of peep valve by certified registered nurse anesthetist. Autopsy results found fat in lungs. Cause of death - complication of trauma.